Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2019-00743.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2019-00743. It was reported the patient experienced inadequate relief. As a result, the system was explanted.